Manufacturer narrative:
Event summary as reported, when the user opened a safe-t-j amplatz extra-stiff support wire guide they found the core of the wire protruding. The packaging was not damaged, and the device did not make patient contact. Another same type device was used to complete the procedure., which was a transcatheter aortic valve implantation (tavi). No adverse effects to the patient have been reported. Investigation - evaluation reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided instructions for use which provide the following information related to the reported failure mode: warnings ¿altering the tip¿s configuration or curve manually my damage the wire guide.¿ precautions ¿inspect the wire guide for kinks or damage prior to use¿ how supplied ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the available information, cook has concluded that shipping/handling contributed to this incident. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial reporter name and address: (B)(4). PMA/510k # : k171764. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, when the user opened a safe-t-j amplatz extra-stiff support wire guide they found the core of the wire protruding. The packaging was not damaged and the device did not make patient contact. Another same type device was used to complete the procedure., which was a transcatheter aortic valve implantation (tavi). No adverse effects to the patient have been reported.